Event description:
Caller reports he went to the doctor's office for xtrac laser therapy for the treatment of vitiligo. After treatment, caller reports facial burns. No treatment was sought for the burns.